Manufacturer narrative:
(B)(4). Available information suggests that the product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased pacing thresholds and high pace impedance measurements. Insulation damage and lead fracture by the clavicle first rib was determined. A revision procedure was performed. The lead was explanted. No additional adverse patient effects were reported.